Event description:
The following was reported by the patient: the patient reported that on (B)(6) 2014 she was implanted with a ventrio st mesh for hernia repair. She reported that the next day she had itching and then a rash, with some blistering on her feet and other areas. She is currently seeing a dermatologist and being treated with steroids. At this time, no course of action has been determined. The patient's dermatologist requested and was provided with a mesh sample for reactivity testing.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any the bard device may have caused or contributed to the alleged foreign body reaction experienced by the patient. If/when the reactivity testing is complete and the results are forwarded to davol a follow up MDR will be submitted.